Event description:
Additional information received via the healthcare professional from a clinical study via a representative reported the patient was seen (B)(6) 2016. In the initial report, the estimated event date was reported as (B)(6) 2016; however, in the follow-up report, it was indicated the original adverse event date was (B)(6) 2016. It was noted the infection had resolved and the subject had completed the full course of antibiotics. Deep brain stimulation (dbs) re-implantation was scheduled for (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional from a clinical study via a manufacturing representative reported that there was an implantable neurostimulator (ins) pocket infection. There was an infection at the right deep brain stimulation electrode tip which had started on an estimated date of (B)(6) 2015. The patient had developed redness, tenderness and fluid around the pocket of the ins. The site was cultured. There was in-patient hospitalization or prolongation of existing hospitalization associated with the event along with persistent or significant disability/incapacity and any other condition that may jeopardize the subject and require medical or surgical treatment to prevent of the previously noted outcomes. The ins was explanted and patient was started on broad spectrum antibiotics. The plan was to re-implant the ins once the infection had resolved. The outcome was the patient was recovering/resolving, ongoing. Patient&#38112;medical history included parkinson&#38112;disease with motor complications, diabetes mellitus and gout. Concomitant medications included carbidopa/levodopa 25/100 2 tabs q 3 hours, 5 times a day and vancomycin 1g/150ml intravenous (IV) q 12 hours for 30 days. The event was noted to be not attributable to the deep brain stimulation intra-operative computerized tomography (CT) versus mer clinical outcomes study.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via the healthcare professional from a clinical study via a representative reported the patient was seen (B)(6) 2016. In the initial report, the estimated event date was reported as (B)(6) 2015; however, in the follow-up report, it was indicated the original adverse event date was (B)(6) 2016. It was noted the infection had resolved and the subject had completed the full course of antibiotics. Deep brain stimulation (dbs) re-implantation was scheduled for (B)(6) 2016.